Event description:
Per the audiologist, the pt reported pain and distortion when using the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated from the pt's sound processor. This did not solve the problem. The pt's device was explanted eight days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report was filed on 8/8/08.